Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the atrial lead was unable to be positioned and appeared to become lodged near the tricuspid valve. The physician extended and retracted the lead¿s helix several times but was unable to move or remove the lead until significant pulling force was applied. The lead was examined on the table outside of the body and the helix was extended; however, radiographically, the lead did not ever appear to be extended. Tissue was removed from the helix without difficulty and the helix was extended and retracted several times and appeared to function normally. Upon reinsertion, the lead appeared to hang up several times in the atrium. The lead was removed and was not implanted. Another lead was implanted. No patient complications have been reported as a result of this event.